Manufacturer narrative:
(B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain one of five of peritoneal dialysis therapy. The patient disconnected as they felt too full and manually drained. It was determined that the patient's fill volume was 2200ml. The patient manually drained approximately 4000ml. The technical service representative (tsr) found the initial drain alarm setting to be 0ml and that is why the homechoice advanced to fill and filled the patient. The patient had changed the setting to avoid a low drain volume alarm in initial drain. The tsr explained that this scenario is warned against in the patient at home guide. The tsr assisted the patient with bypassing to fill two as the patient had already drained out. There was no patient injury or medical intervention associated with this event. No additional information is available.